Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(6).

Event description:
It was reported that this right ventricular (rv) lead tip electrode was stuck in dense fibrous tissue channel in the left subclavian. A small portion of this lead remains in the left subclavian vein of the patient's body. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.